Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact attempted to change the cartridge, however the contact removed the old cartridge and replaced with a new one without completing the load sequence. The customer's blood glucose (bg) level was 364 mg/dl and a bolus was delivered to address bg level.